Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer was also receiving a no delivery alarm. Customer's blood glucose level was 76 mg/dl this morning. Customer has not eaten since then. Customer stated that she has been off the pump for 2 weeks waiting on supplies to arrive. Customer stated that the battery has been out of the pump for 2 weeks. When the battery was placed in the pump, customer received a no delivery alarm and a battery out limit alarm. Customer was assisted with clearing the alarm. Customer does not have a brand new battery and is using the pump's original battery. Troubleshooting was performed and customer still received a failed battery test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump passed the prime test, excessive no delivery alarm test and the displacement test. The insulin pump had a cracked reservoir tube lip.